Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the he had a high blood glucose level of 501 mg/dl. The customer initially called about a broken belt clip and stated while backing that he had unexplained high blood sugar troubleshooting was performed and the drive support cap and all settings appeared to be normal. The customer blood glucose level at the time of the call was 300 mg/dl.